Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "stiffening of the breasts", "slightly lobulated contours", per ultrasound, capsular contracture, baker grade IV and that patient "asked about the increased relative risk of lymphoma (bia alcl)". This record is for the right-side. Device has been explanted and replaced with another manufacturer's device.